Manufacturer narrative:
The reason for this revision surgery was to remedy a fracture of the greater troch after 7 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. (B)(4) documents "scratches on polished surface due to handling- too many parts next to each other in clean room in process tote". (B)(4) documents "a scratch >.002" near screw hole". In both the cases, 19 components were accepted from a lot of 20 and the single rejected part was reworked and accepted. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to a fracture of the greater trochanter and dislocation. The taperfill stem was removed and a clp revision was put in.